Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 465 mg/dl. The customer¿s other blood glucose was 56 mg/dl and was treated with food. The customer ran a four unit bolus and no insulin came out. The customer stated that the insulin did not exit. Later, the insulin exited with the manual prime. The customer was experiencing low blood glucose for few hours. They felt pinching and burning when started the set. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The drive support cap appeared normal or slightly indented. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.